Event description:
The physician was attempting to implant a 3.0mm diameter x 12mm length endeavor resolute rx drug-eluting stent. The balloon was unable to be inflated and a leak was identified in the distal one third of the device. The device was removed and another device was used successfully. The device was inspected prior to use with no issues noted. The device was not kinked or re-straightened prior to use. There was no pt injury and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: other = root cause undetermined.